Event description:
A physician was attempting to deploy a resolute integrity 2.75 x 26 mm drug eluting stent to treat a lesion in a patient. It was reported that the patient¿s vessels were complicated and the stent reference was ¿not adapted¿ for the patient¿s vessels. The stent failed to be delivered to the lesion site and the stent was not implanted. The balloon was re-dilated and another stent was used. No patient complications have been reported.

Manufacturer narrative:
(B)(4).